Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced early battery depletion and the device was unable to be interrogated. It was noted that the patient wears a name tag "with a little magnet" "just over" the device. The icm was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Battery analysis found no internal battery defects were identified during the destructive analysis of this cell. If information is provided in the future, a supplemental report will be issued.